Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for non-malignant pain and chronic low back pain. The patient reported that when the pump was filled and described what sounded like a pocket fill. Patient stated that he did not remember the date of this occurrence but patient reported blood spatter as a result of the drug going in the wrong location. Patient did not remember the drug name. The patient then reported as a result of this he had an emergency room (ER) visit, the pump was removed. Patient stated he had surgery" where they lost me for 15 mins". Patient was in intensive care unit (ICU) for two weeks after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.